Event description:
The customer stated that he opened a new carton containing 2 bottles of test strips and found the cap open on one of the bottles. The customer was unable to troubleshoot the test strips because his control solution was expired. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 39mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.